Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device had damage to the neuro tip. It is unknown if the device was being used in surgery. It is unknown if medical intervention was reported. There was no additional information provided.